Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was explanted due to dislodgement since day of implant with a paced qrs of about 170 ms, there was appearance of partially deployed active fixation, and symptomatic pacemaker syndrome due to suboptimal placement of ICD and leads which were all replaced, per op notes. Should additional information become available, this file will be updated.